Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to see the patient values displayed. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the customer was unable to see the patient values displayed. The remote service engineer (rse) recommended the customer perform a performance verification test (pvt) to troubleshoot. The customer checks the average air displayed and it was showing -240 standard liter per minute (slpm). The rse then advised replacing the flow sensor assembly. The rse provided the customer with the part number of the flow sensor assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
It was reported that the customer was unable to see the patient values displayed. The remote service engineer (rse) recommended the customer perform a performance verification test (pvt) to troubleshoot. The customer checks the average air displayed and it was showing -240 standard liter per minute (slpm). The rse then advised replacing the flow sensor assembly. The rse provided the customer with the part number of the flow sensor assembly to order and replace. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.